Manufacturer narrative:
An event of perivalvular leak (pvl), valve underexpansion, malposition, hemolysis, pneumonia, and respiratory insufficiency was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl and valve underexpansion could not be conclusively determined; however, severe calcification and suboptimal implant depth could have contributed to the event. A conclusive cause for the reported hemolysis and the relationship to the pvl could not be determined. Hemolysis, as listed in the navitor valve instructions for use (potential adverse events section), is a known possible complication associated with navitor valve procedures. A conclusive cause for the reported patient effects, and the relationship to the device, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. It was noted that the patient had a large amount of calcium attached to the valve leaflet. The annulus was measured with the perimeter as 86.8mm and the area as 578.5mm^2. A pre-balloon aortic valvuloplasty (bav) was performed with a non-abbott balloon. During deployment the valve expanded non-uniformly due to the heavy calcium in the non-coronary cusp. The device was implanted. Final implant depth was 6mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). A post-bav was performed using a non-abbott balloon to treat a mild-moderate leak on the 2 o'clock direction in the short echocardiogram. On (B)(6) 2024 the patient presented with hemolysis which on (B)(6) 2024, resulted in liver and kidney failure, pneumonia, and acute respiratory distress syndrome (ards). The patient was administered a course of antibiotics to treat the pneumonia and steroids to treat the ards. A platelet fusion was performed for the hemolysis on (B)(6) 2024. Dialysis was performed to treat the kidney failure between (B)(6) 2024. On (B)(6) 2024 dilation was performed for a moderate perivalvular leak. The patient's kidney and liver were reportedly recovered. The patient status was hospitalization.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. It was noted that the patient had a large amount of calcium attached to the valve leaflet. The annulus was measured with the perimeter as 86.8mm and the area as 578.5mm. A pre-balloon aortic valvuloplasty (bav) was performed with a non-abbott balloon. During deployment the valve expanded non-uniformly due to the heavy calcium in the non-coronary cusp. The device was implanted. Final implant depth was 6mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). A post-bav was performed using a non-abbott balloon. On an unknown date the patient presented with hemolysis which resulted in multiple organ failure, pneumonia, and acute respiratory distress syndrome (ards). A transfusion was performed for the hemolysis. On (B)(6) 2024 dilation was performed for a moderate perivalvular leak.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.